Event description:
Customer reported that pt received a valve with bactiseal and returned to the hospital less than two weeks later with meningitis. While removing the catheter, the device was met with resistance and broke leaving a piece of the catheter in the abdomen. The broken piece was eventually retrieved. Although the pathology reports are not available. It was explained that the pt csf was tested and although the results could not quantify staff, it did appear that the pt had a sensitivity to staff, but when the culture was grown staff was not present.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.